Event description:
Complainant alleged, that when pressing the recorder button while doing a 12-lead analysis for a female patient complaining of chest pains, the patient jumped and stated she had received a discharge of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.